Manufacturer narrative:
A review of the device history records is currently underway. The device has not been returned to the MFR to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured at approx 10 atm while treating a stenosis within a stent. Reportedly, during removal of the catheter through the sheath, the balloon tip detached and embolized to the stent. After numerous attempts to remove the tip from the stent through the same access site, the tip embolized to a distal branch to the lung. The size of the balloon tip was approx less than 1cm. After consulting with a pulmonologist, there is no plan for anticoagulation or intervention to remove the balloon piece. Another pta balloon catheter was used to complete the procedure. The pt tolerated the procedure well and is reported to be doing fine post-procedure.